Event description:
It was reported that 86 days after implantation of a 3.0x8mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 70% was reported. The lesion was pre-dilated with a 2.5mm maverick balloon. A 3.0x8mm taxus stent was deployed in the lad in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% was reported. It was reported that the pt tolerated the procedure well. The pt presented 86 days after the initial procedure with a 70% in-stent restenosis in the proximal lad. A 3.0x16mm taxus stent was deployed at 20 atm in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The pt "tolerated procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of the stent involved in this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.